Event description:
Customer reported that a pyxis medstation es system drawer did not release, preventing user access to medication. Patient was reported as being anesthetized for an undisclosed procedure, waking up in pain and unable to receive a dose of dilaudid 0.5mg and lyrica 150mg. Customer stated that patient suffered extreme pain.

Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer did not release, preventing user access to medication. Patient was reported as being anesthetized for an undisclosed procedure, waking up in pain and unable to receive a dose of dilaudid 0.5mg and lyrica 150mg. Customer stated that patient suffered extreme pain. This event is recorded on complaint number (B)(4). A field service engineer remotely evaluated the device and instructed the customer to power cycle the device. Drawer access was restored upon device reboot. Customer tested and confirmed device is operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-sep-2020 to 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main full height drawer 6 pockets failed to recover. Rebooted six times but pockets still failed. Unplugged battery and turned unit off for a couple of minutes (cold boot) and rebooted station which cleared the pocket failure. After reboot, nurse was able to remove meds from drawer 6. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a bd pyxis medstation es system drawer had cubie pocket failures and would not recover. Once dialed in, the drawer would pop open but the device still showed 'please open drawer' on the screen and recover was unsuccessful. The firmware was updated and upon reboot the drawer was able to be recovered. The still had issues recovering the cubie pockets. The reported event delayed care for a patient waking up in pain and unable to receive a dose of dilaudid 0.5mg and lyrica 150mg. Customer stated that patient suffered extreme pain waiting to receive post-surgical pain medications. There was no further medical intervention reported to address the stated patient harm.